Manufacturer narrative:
Date of submission 10-apr-2018 the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the pump history showed the last bolus delivery was a 0.55 unit ezcarb normal bolus. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units, and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering accurately within the required range. No alarms or delivery interruptions occurred during testing. The history/settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Further information was not able to be provided by the reporter through troubleshooting. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.